Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. Bacteremia and enterococcus were identified by blood culture. The patient was intubated and received antibiotic treatment. The complete implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.